Manufacturer narrative:
The device was received for evaluation. During functional testing, the flow rate was within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had under flow accuracy tolerance. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.